Event description:
Boston scientific/target was notified that during the procedure the gdc 10-soft 2d sr 2-diameter stretch resistant synerg detection circuit separtated spontaneously from the pusher wire. The anatomy was not tortuous and the aneurysm was simple. The pt was reported to have suffered a cerebral infarct. The clinical outcome was glasgow 14. The pt status was reported to be "hemiplegic".